Event description:
It was reported the pt experienced a shocking/jolting sensation at lead location, "between the shoulder blades" as well as a loss of stimulation. The symptoms occurred 1-2 months ago. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.